Event description:
After insertion and attempted aspiration from the inner lumen, no blood was noted. The dr was unable to aspirate blood from the inner lumen. The iab was removed and a second was inserted. The contact was not able to locate the iab the iab could have been discarded. (Event complications: unknown- reported 2/7/97.) (Pt's current status: unk - rpt'd 2/7/97.)